Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention was undertaken wherein the system was explanted. The infection was treated with oral antibiotics and has since resolved.